Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator did not communicate properly. The field service engineer removed all refrigerator panels. The customer was asked to inventory. Led responses were monitored while the customer called functions. The refrigerator was powered down, and all connections on the bbb board were checked and reseated. Continuity from the door locking magnet to the junction was verified. After rebooting the fridge and station, diagnostics were run on all rows and door functions. The issue was traced to a specific medication in an unsecured bin. A secured bin was assigned, loaded, and restocked with the medication. Multiple tests were performed with no failures. The fse cleaned the condenser coil, checked the calibration, and confirmed the temperature was within range. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator helmer refrigerator did not communicate properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.